Event description:
It was reported that a bicarbonate solution bag leaked from the primary container. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and evaluated to investigate the reported leak. A visual inspection was performed and identified a ring shaped cut toward the top of the bag. The reported issue was verified through sample evaluation. The condition was determined to be caused by a manufacturing issue, specifically caused by the bag¿s contact with irregular surfaces on the conveyor belt of the machine. This issue is currently being addressed through a CAPA. The actions taken to correct and prevent this issue from reoccurring include repairing the conveyor belt areas that have direct contact with the bag¿s surface. Additionally, they modified the tunnel¿s closure system. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.